Event description:
It was reported that there was a disconnection between an extension set and the patient line of the homechoice cassette that led to a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.